Event description:
Chest pressure occurred at night (B)(6) 2021, like someone was sitting on my chest; was nauseated, could not lay down or pressure would increase. Went to local ER at (B)(6) hospital. Was admitted for cardiac observation; numerous tests done. All negative. Pressure continued, finally lessening toward 5pm, but still there. Never had any experience like this in my life. Discharged with celebrex, took 3 over next 2 days. Have been using an auto CPAP, serial number#(B)(4), since 2018 and a purify o3 sanitizer model# 190-6000, for 2years I think. I received an alert from the pharmacy that supplies my equipment regarding a recall for my machine by philips respironics, hence my report. Had appointment with my pulmonologist, already scheduled, before this event. Had pulmonary function tests which correlated with tests I had done a year ago. FDA safety report ID # (B)(4).